Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 had an issue where the plate cautery piece lifting up early into use. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. There was no patient harm. The procedure was completed using the same device. There was no delay.